Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28 lot# va12t3d serial# implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the cause of the lead not working and high impedances was never determined. However, there was an area that looked suspect on x-rays. The ins and lead were not going to be returned as the hospital was going to do its own analysis.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va12t3d, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Device codes (B)(4) apply to lead (lot# va12t3d) only.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported their stimulation became uncomfortable and bothersome. They also reported their lead wasn't working. The patient couldn't recall anything remarkable that would have led to the problem. An impedance test was performed and it was uncomfortable. At the time of replacement, the rep ran an impedance test at 0.5v and 210 pulse width. All combinations with 0 were >4000 ohms. The patient was changed at the office to -3, +1 at an amplitude of 1.45ma. They said it became uncomfortable and turned off their ins a few days ago. It is unknown at the time of the report if the issue was resolved. No further patient complications have been reported as a result of this event.